Manufacturer narrative:
Date of event: unknown, not provided. The best estimate date is between (B)(6) 2017. Explant date: if explanted, give date: not applicable as there is no indication that the lens was explanted. Initial reporter phone number: (B)(6). Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a symfony intraocular lens (iol) was implanted in the left eye of a (B)(6) year-old female patient. Reportedly, the post-op results were not as expected and the patient was 4/10 with no correction. Visual acuity pre-operative: +2,75 (-0,75 x 105) = 4/10; add 2,25 = p3. Visual acuity post-operative: -1 = 4/10 with no correction 9/10 with correction add 2,25 = p2. Five (5) days post-op surgery, the lens was repositioned as it was moved forward. Additional information was received and it was learnt that the patient is not happy and she is not at her best psychologically. No further information was provided.